Manufacturer narrative:
The returned driver was evaluated. The tip was found to be deformed and fractured. The cause is likely attributed off-axis forces applied or improper seating of the driver within the mating blocker during usage. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that the tip fractured off two final drivers while removing previously implanted blockers. An alternative driver was used to complete the procedure. There were no reports of patient impacts associated with this event. This is report one of three for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2019-00029.

Event description:
It was reported that the tip fractured off two final drivers while removing previously-implanted blockers. An alternative driver was used to complete the procedure. There were no reports of patient impacts associated with this event. This is report one of two for this event.